Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. A visual examination was performed and no issues were noted. Flow testing was performed and flow as evidenced, with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had experienced a no flow. The device was being filled with an unknown drug, when the issue was observed. There was no patient involvement. Additional information was requested and is not available.